Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps during the priming stage, where the home patient stated that they were connected during prime after experiencing a power failure. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides specific step-by-step instructions for how to restart priming after a power failure. Users are not instructed to connect until after properly repriming the patient line. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient was connected to the homechoice machine during prime while performing peritoneal dialysis therapy. The patient reported having experienced a power failure that had ended therapy, and the patient restarted without disconnecting. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.